Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit was providing a external device failure error message. They tried a new sampling line and a new water trap, but there was no change. This issue follows the gas module. No patient harm was reported. Investigation conclusion: the customer reported that the multi-gas unit was providing an external device failure error message. The complaint device was returned to nihon kohden for evaluation and repair. During testing, the reported issue was duplicated, and the cause of the issue was determined to be a pump that had failed after 24413 hours of use. After replacement of the malfunctioning component, the device performed to manufacturer's specifications. This issue was previously reported in ticket (B)(4), but the customer stated that it had been resolved in (B)(6) 2025. It is unclear if the device's issue was intermittent at that stage or if the device had been removed from service at the customer facility. A review of the device's complaint history by serial number reveals no similar issues. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Bedside monitor: model: cu-192ri, sn: ni. Additional information: b4. Date of this report, d9. Device available for evaluation, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer, h6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit was providing a external device failure error message. They tried a new sampling line and a new water trap, but there was no change. This issue follows the gas module. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit was providing a external device failure error message. They tried a new sampling line and a new water trap, but there was no change. This issue follows the gas module. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit was providing a external device failure error message. They tried a new sampling line and a new water trap, but there was no change. This issue follows the gas module. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 02/05/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Received. Bedside monitor model: cu-192ri sn: ni.